Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert and power-on reset parameters were present. Por is: bandgap reference (B)(4) self-supply. A "bandgap reference, i354 self-supply" occurred twice on (B)(4) 2013, 10 seconds apart.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead: implanted: (B)(6) 2003, 5076 implantable pacing lead implanted: (B)(6) 2003; 4194 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device was interrogated and an electrical reset was recorded. A few seconds following the reset, a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode was recorded where a shock was delivered. The patient was reportedly alone during this time and had lost consciousness thus has no recall of event. There was also loss of episode data. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was returned after 54 months due to incurring power-on-reset (por) events while the device was interrogated. The returned product analysis laboratory (rpa) confirmed that two pors had occurred. The device was submitted to the tempe campus pal to investigate the cause of the pors. X-ray and detailed visual examinations of the device interior failed to reveal evidence of device malfunction that would account for the resets. Device functions such as communication, pacing, and current drain were found to be nominal. Both low and high voltage lead impedances were accurately reported via telemetry. No new resets were recorded during the analysis, which included temperature storage, temperature cycling, and high voltage deliveries. The hybrid passed diagnostic system testing. The perimeter of the stacked chip scale package (scsp) component was optically inspected. No anomalies were observed. The analysis was terminated with no cause identified for the pors. No hybrid related anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.